Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the autopulse nxt lithium battery (sn (B)(6)) is stuck in the autopulse nxt platform was confirmed based on visual inspection. The root cause for the reported complaint was the damaged d-ring latch, which prevents the customer from removing the battery from the platform's battery compartment. During visual inspection, the d-ring latch assembly was detached from battery and the battery has broken parts stuck within. The battery's status leds did not illuminate. Due to the complaint's nature, further testing was not performed for the battery with a broken latch assembly.

Event description:
The customer reported that the autopulse nxt lithium battery (sn (B)(6)) is stuck in the autopulse nxt platform (sn (B)(6)). The ring to the battery has come off. The customer is unable to remove the battery from the device. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
H11 (additional manufacturer narrative) was corrected. This supplemental MDR was created to retract the submitted MDR. The failure will not cause or contribute to serious injury/death. The user is instructed to inspect the battery routinely to ensure the battery is functional. Therefore, the event is considered non-reportable.